Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient began to experience withdrawal symptoms. An incorrect programming of a priming bolus at implant was determined to be the cause of the patient effects. The patient received treatment for the symptoms and pump therapy was resumed.